Manufacturer narrative:
(Iopr), secondary surgery (B) (4) - results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusions can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's eye on (B) (6) 2010. The lens was explanted on (B) (6) 2010 due to buildup of ocular pressure. The reporter stated the icl was too long and the cause was due to mismeasurement of the white-to-white.